Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Ventilator logs and service report were not provided. The ventilator was investigated on-site by our field service engineer. O2 gas module and monitoring circuit board were found defective and was replaced. After replacement of the o2 gas module and monitoring circuit board, the ventilator functioned properly and was cleared for clinical use. The replaced parts were not returned for investigation and since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).